Manufacturer narrative:
Based on the information provided, the cause of the customer-reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement. The lesion was 1.1 cm and in the left upper lobe. Biopsy tools utilized included 21g flexision needle, compatible forceps, and cytology brush. The diagnosis obtained from pathology was chronic inflammation (benign). The patient was held for observation. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.